Manufacturer narrative:
(B)(4). It could not be confirmed which of the two clips experienced the single leaflet device attachment; therefore, the UDI and lot history record review are provided for both clips. The results are as follows: part / lot number: cds0201/60411u2/26 date of manufacture: 11-apr-2016 expiration date: 30-apr-2017 (B)(4). Part / lot number: cds0201/51223u1/30 date of manufacture: 04-jan-2016 expiration date: 31-jan-2017 (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots. Review of the complaint history did not indicate a lot-specific quality issue. A definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. Taking into consideration the duration of time between implantation and identifying the slda (approximately 8 months), it is possible that the patient condition/leaflet pathology affected leaflet insertion in the clip over time, contributing to the slda; however, this cannot be confirmed. The reported tissue damage appears to be a result of procedural conditions and likely related to the slda. The reported worsening mitral regurgitation (mr) was likely a symptom/cascading effect of the tissue damage. The reported patient effects of tissue damage and worsening mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the torn chord and suspected single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 2. At the 30 day follow-up echocardiogram mr was 1. On an unknown date, there appeared to be a torn chord. It was suspected that one clip detached from one leaflet and remained attached to the other leaflet (slda), with increased mr of 4. On (B)(6) 2017, a second mitraclip procedure was performed for treatment. The clip delivery system (cds) was advanced to the mitral valve, and grasping was performed, but due to an unacceptable increase in mean gradient pressure, the clip was not deployed. The mean gradient pressure returned to baseline when the leaflets were released. The procedure was discontinued, with no clips implanted. No additional information was provided.